Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age, date of birth, weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a drill bit broke intraoperatively during an open reduction infernal fixation of the left foot on (B)(6) 2017. The surgeon was using the power, attachment handle on the guide and applied too much pressure and the drill bit broke. The broken fragment dropped to the floor and was not retained in the patient. Another drill bit was readily available for use. There was no delay in surgery, no medical intervention required and the surgery was successfully completed. The patient was stable following the surgery. Concomitant medical devices unknown 1.8 mm drill guide (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).